Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 23.5 mmol/l with symptoms of abdominal pain, thirst, and drowsiness. The reporter did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that there had been an issue with the pump¿s suspend feature contributing to the alleged hyperglycemic event. The reporter stated that the patient¿s healthcare provider had made some adjustments to the pump¿s basal and bolus settings in relation to the alleged event. This complaint is being reported based on the allegation that the patient had experienced a hyperglycemic event while on the pump was a result of an issue with the suspend feature.